Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device would automatically using the bipolar function. There was no patient impact.

Manufacturer narrative:
This report is based on information provided by the service center. One device was returned for evaluation. The returned sample met specification. Details regarding a visual inspection were not provided. The customer reported the device was automatically going in bipolar. The problem is an incorrect set-up performed by the operator. The investigation identified the root cause of the reported event to be user error. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.